Event description:
Same event as MFR report(s)#: 2030404-2012-00207, 2030404-2012-00209, and 3005188751-2012-00198. It was reported the pt developed a pericardial effusion during an atrial fibrillation ablation procedure. Transseptal puncture was obtained with a brk needle through a sl1 introducer. An optima catheter and a cool flex ablation catheter were advanced into the left atrium through the sl1 introducer. The physician performed ablations on the right side then on the left posterior wall (with 20-25 watts). During ablation the physician noted, while observing fluoroscopy, the heart was moving less and a little shadow had developed. The pt received an echocardiogram confirming a pericardial effusion. Pericardiocentesis was performed with 500 ml removed. There were no further consequences to the pt.